Event description:
A customer alleged seeing visible smoke coming from the top of the sterrad® 100s sterilizer. The customer states that the unit was working fine, however they aborted the cycle and requested service. The unit was assessed onsite by an asp field service engineer.

Manufacturer narrative:
This is capital equipment which was assessed onsite by an asp field service engineer. The fse found haze/oil mist emitting during vacuum pump operation. The fse found the oil mist filter o-ring out of position, allowing oil mist to pass the filter. The fse adjusted the oil mist filter o-ring, tested unit, ran an empty cycle test. The unit meets specifications.

Event description:
Per the clinic, the patient (name not specified) experienced a loss of osseointegration, resulting in fixture loss. The patient underwent revision surgery to reimplant a new fixture. (Date not reported) additional information has been requested but has not been made available as of the date of this report, august 5, 2010.

Manufacturer narrative:
Asp investigation results: the investigation included a review of the device history, service history, customer history, complaint trending and the health hazard analysis. A review of the DHR (device history record) shows that the system met all specifications at the time of release for shipment. The complaint and service history for this system serial number does not have a trend of haze/oil mist failure prior to this event. There is not a significant trend of haze/oil mist complaints across the sterrad 100s product line. The hhe (health hazard evaluation) index is considered low risk. Asp will continue to track and trend this issue.